Event description:
Physician was using aj in iliac lesion. He needed to pass wire through tough lesion and attempted to exchange an amplatz wire using aj as an exchange catheter when the tip "sheared off". Physician had to cut down in the iliac to retrieve aj tip. Have tried to contact the physician about this matter but have failed. Hosp is holding catheter in regulatory at the present time. Was unable to obtain the catheter at this time.